Manufacturer narrative:
Concomitant: patient medications:kinzalmono, amlodipin, orloc, digoxin, simvastatin, metforem and marevan.a review of the manufacturing records for the device verified the lot met all pre-release specifications.according to the adverse events that may occur and/or require intervention include but are not limited to endoleak.

Event description:
On (B)(6) 2010, a patient was treated for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses (pxt261416/8377682 and pxc161200/06632780).on (B)(6) 2014, the patient was treated for a type ib endoleak from the distal end of the right iliac component, using gore® excluder® aaa endoprostheses (plc201200/12433780 and plc201000/11889928).the patient tolerated the procedure.

Manufacturer narrative:
Results: the results of the manufacturing evaluation for device pxc161200/06632780 were not included on the initial report. A review of the manufacturing records for this device verified the lot met all pre-release specifications.

Manufacturer narrative:
Conclusion: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleaks.